Event description:
Information was received indicating that this syringe infusion pump motor was 'missing steps'. It was noted that the pump completed infusion before the expected time with the given programmed settings. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery tests. During testing the reported issue could not be duplicated. A "motor rate error" message was found in the pump history; however no errors or alarms occurred during multiple tests. The cause of the reported issue could not be established. The motor bracket, worm gear, lead screw and clutch halves were replaced as a preventive measure.